Event description:
Patient reported they went to their dds a few weeks ago and their dds noted very small cracks on teeth #9 and #10. Their dds indicated the small cracks were caused by the aligners and the current misalignment and bite being off. Their dds did not recommend any treatment for the teeth, just to monitor.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.